Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
Gamma3 nail was implanted on (B)(6) 2011. The patient reported pain on (B)(6) 2012 and x-ray (B)(6) showed that the nail was broken.